Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. A stent was placed and post ivus confirmation was obtained. As the catheter was being removed, the telescope and shaft separated in the guide catheter. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis in a generic bag with batch 32004662 printed on it. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section and that the imaging core was twisted and broken at 134 cm from the distal end of the connector shaft. Visual inspection revealed the sheath was kinked.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. A stent was placed and post ivus confirmation was obtained. As the catheter was being removed, the telescope and shaft separated in the guide catheter. The procedure was completed with another of the same device. There was no patient injury.